Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the therapy test failed. There was no patient involvement. The customer evaluated the device and received remote support, during which it was determined that this was a malfunction of the dfm100 assy capacitance. The customer ordered a replacement dfm100 assy capacitance in order to resolve the reported issue. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.